Manufacturer narrative:
Based on the information available, the reported problem resulted from a faulty link assembly; however, the user failed to inspect before use as stated in the instructions-for-use and continued to use the hardware knowing it was faulty. The hemo user manual, hemo-6373 page 367 - general equipment care, addresses the potential for such an occurrence with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." The complainant hardware was returned by the customer on 3/22/2016. An evaluation was conducted and it confirmed that all three (3) analog port connectors were bad; subsequently, the connectors were replaced. Upon successfully passing all required testing, the hardware was sent to service stock.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that problems were experienced with the EKG output to a medtronic device. Information obtained from the customer revealed that the problem prevented the patient's EKG data from being captured. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, the customer reported that the procedure was completed successfully by alternate means. (B)(4).